Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  The cause of the cardiac valve replacement complications (coronary stent dislodging off the coronary catheter) is unknown. However, patient factors (pre-existing surgical valve) and/or procedural factors (device manipulation) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, a valve in valve (viv) procedure was performed with a 23mm sapien 3 valve in a surgical valve in the aortic position via left transfemoral approach. The mid left anterior descending (lad) artery was protected with a coronary stent prior to tavr. The implant was a success. However, upon removal of the undeployed coronary stent, the stent dislodged from the balloon and was anchored between the tavr and the surgical valve. Multiple attempts were made to remove the stent (snare) but were unsuccessful. The coronary stent was left and was considered ¿stably anchored¿ between the tavr and the surgical valve. The post op information did not list any tavr related complications and the patient was discharged.

Manufacturer narrative:
Reference CAPA-20-00141.